Manufacturer narrative:
A review of the device history record is in progress. The product involved in the report has been returned, and the investigation remains in progress at this time. All information reasonably known as of 10 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.

Event description:
It was reported that the feeding tubes leaked from the gastric port and caused stoma irritation and infection on the skin around the stoma. Per additional information received on 26apr2023, the customer has been struggling with this for a year and had to use antibiotics for a long period of time. Per additional information received on 11may2023, ¿we used fucidin antibiotics cream. And had to do saline soaks three times a day for a long period of time.¿

Manufacturer narrative:
The device history record for lot 30186149 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The feed port was examined under magnification. No visible dried matter was observed inside the feed port or in the duckbill valve (dbv) slit. There are no tears or cuts observed on the silicone dbv. The slit does not have an open set. Water was infused, using gravity, into the feed lumen from the distal end. Without applied pressure (gravity), leakage was not observed. Back pressure was applied. Pressurization was performed by hand. With slight applied pressure, leakage occurred from the bond between the feed port and molded head, adjacent to the strap. The area was examined, and a separation of the bond was observed. Based on the sample evaluation, the incident was confirmed. However, a root cause could not be determined. All information reasonably known as of 09 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.